Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened ra cath set for analysis. Upon visual inspection, no apparent defects or anomalies were observed in the returned kit. The customer reported that the swg became unraveled during use; however, only a representative sample was provided for evaluation. The kit was opened, and the unused catheterization device was used for testing. The kit was opened to analyze the representative sample further. The outer diameter of the guidewire measured 0.44mm, which is within the specification limits of 0.432mm - 0.457mm per the guidewire product drawing. The inner diameter of the needle cannula measured 0.023", which is within the specification limits of 0.0226" - 0.0240" per cannula product drawing. Simulated use of the returned device was performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The black handle on the guidewire was advanced through the track of the chamber. No resistance was experienced between the guidewire and chamber along the entirety of the track. The guidewire was then completely removed from the chamber and re-inserted through the distal bevel end of the cannula. The guidewire was able to pass through the cannula with no issues. A manual tug test confirmed that the distal and proximal welds were secure and intact in all returned kits. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of an unraveled guidewire could not be confirmed through investigation of the returned sample. The customer returned one representative sample; however, the actual complaint sample was not returned for evaluation. The representative guidewire met all visual, dimensional, and functional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and without the reported sample, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, the doctor found the swg is easy unraveled when they pull the swg." The user changed to a new set to resolve the issue. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the doctor found the swg is easy unraveled when they pull the swg." The user changed to a new set to resolve the issue. There was no medical intervention required. The patient's current condition is reported as "fine".